Event description:
A patient underwent an off-pump coronary artery bypass graft procedure with concomitant left atrial appendage exclusion. While placing the achv clip, the patient sustained an injury at the base of the appendage. The patient was placed on-pump and the injury was repaired. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
(B)(4) - the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be ascertained.